Event description:
It was reported that this right ventricular (rv) lead was revised due to a dislodgement that occurred with lead to pocket stimulation. A chest radiograph was performed. To confirm the dislodgement no additional adverse patient effects were reported.